Event description:
Radiology tech was preparing for imaging and there was no power to the injector. Manufacturer response: for injector, (brand not provided) (per site reporter) sent a representative out to the facility to evaluate. Vendor replaced the pod assembly and injector was put back in service.